Manufacturer narrative:
D9: device was received on 3/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the cause of the issue was a bad coin battery. It was also found that there was a detached downstream occlusion (dso) seal. The printed wire assembly (pwa) board was replaced in order to fix the battery issue, and the dso seal was also replaced.

Event description:
There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventative maintenance, device exhibited error 41786 (0004). No additional information was provided. There was unknown patient involvement.